Event description:
The customer was receiving questionable d-dimer results on their modular analytics p-module ((B)(4)) since (B)(6) 2011. The initial d-dimer result was 502 ng/ml. The first repeat from the same p-module was 523 ng/ml. The second repeat from another p-module ((B)(4)) was 656 ng/ml. The customer believes 656 ng/ml is the correct result and reported this result outside the laboratory. There were no adverse affects to the patient as a result of this event. The cause of this event was determined to be the sample probe. The customer replaced the sample probe. For verification, the customer performed a (B)(6) study with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.